Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section had a mark contacted with the probe. The tissue pad of the subject device was severely worn. The probe had a mark contacted with the grasping section. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual.

Event description:
During an unspecified procedure, the subject device was used. After more than 1 hour since the surgery began, seal & cut short circuit error occurred. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On october 12, 2020, omsc found that the tissue pad was severely worn. This is the report regarding the severely worn tissue pad.